Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. H3 other text: device not returned.

Event description:
It was reported that intermittent occlusion alarms occurred. Customer changed the pump to address the issue. Customer¿s blood glucose (bg) level was 480 mg/dl. Customer continued to use the pump for insulin therapy.